Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # asku. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. The following information was requested, but unavailable: can you confirm the clip applier product code for the device involved? Were the device jaws cutting the vessels? Were the device clips cutting the vessels? Was there any bleeding? If yes, how was the bleeding controlled? Was a transfusion required? Were there any patient consequences?

Event description:
It was reported that during an orthopedic procedure, the device was cutting vessels. It is unknown how the procedure was completed. There were no adverse patient consequences reported. The device was disposed of by the account.